Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014; model: zy52jbv, competitor lead; implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician indicated the patient's right ventricular (rv) lead started to show a rise in pacing threshold ap proximately one year ago. The thresholds are now measuring high and a lead revision procedure has been completed to address the high thresholds. The physician chose to utilize a pace/sense competitor lead that had been previously capped, while retaining the high voltage defibrillation coils of the current rv lead. No patient complications have been reported as a result of this event.